Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer states they had intermittent, erratic quality control (qc) recovery. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned all probes, drains, mixers and washers. All probes and mixers were realigned. The cse reran qc which passed. The issue was reported to be resolved with adjustment of the dilution probe. The cause of the event was a misalignment of the dilution probe that was resolved with alignment of the dilution probe. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely low carbon dioxide concentrated (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer (serial number: (B)(6) ). The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer and then again on the initial analyzer, both times recovering higher. The higher repeat result obtained on the initial analyzer was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low carbon dioxide concentrated (co2_c) result.